Event description:
Consumer complaint of trueplus glucose tablets not dissolving as expected when taken for low blood glucose levels. Customer ingested tablets due to symptoms and woke up on the floor with them undissolved in mouth. Consumer had to chew them. Manufacturer's expiration date is 06/2015 and open date is about three months ago. Tablets stored in the bathroom and in containers other than original packaging.

Manufacturer narrative:
(B)(4). Returned tablets evaluated with no defect found. Most likely underlying root cause of malfunction: customer preference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days fo identification ((B)(4) 2015).